Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip. Insulin pump received with a corroded motor assembly and corroded electronic assembly noted during visual inspection.

Event description:
It is reported that the customer had normal blood glucose levels of 71 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was in contact with water for over fifteen minutes. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.